Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming threshold. Blood glucose level was 48 mg/dl at time of reporting and customer was treating with food. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check if device was able to rewind and prime. Customer verified device is rewinding and priming. Afterwards, the reservoir was removed from the insulin pump and checked against amount shown on device. Customer confirmed amounts show the same. Advised customer to change entire set and device is working as designed. Nothing further reported.